Event description:
A patient reported experiencing inaccurate low rrsults with a fast take meter. The patient's blood glucose result was 109 mg/dl, and the lab result was 218 mg/dl. Tests were done within 15-20 minutes with a difference of 50%. Patient did not experience any adverse events.